Event description:
The consumer reported that the patient didn't have their remote and the device was acting up since implant on (B)(6) 2015. It was shocking the patient and they could feel it down their leg. The patient felt the shocking sensation in their right leg and it felt like putting your tongue on a 9v battery. The patient's right leg twitched and went numb. The patient couldn't turn off the device because they didn't have the remote because they lost it. The patient had made their health care provider (hcp) aware of the shocking. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.